Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic appendectomy, on the first firing of the stapler, unknown reload, the doctor fired the stapler, using the three strokes to transition the knife blade to the distal end of the cartridge, attempted to retract the knife blade but the blade wouldn't retract. The doctor was able to remove the device from the patient because the tissue naturally fell off the jaws after the device was fired. The doctor noted the knife indicator arrow never changed directions after the three strokes of the device. A second device wasn't needed to complete the procedure. There were no patient consequences reported.